Manufacturer narrative:
(B)(4).

Event description:
It was originally reported on (B)(6)-2013 that the patient experienced a loss of therapeutic effect. The patient¿s symptoms had been getting worse over the previous ten days. It was indicated the patient was on program 1 at 3.0v and if it was increased any higher than that level it was uncomfortable. Stimulation was increased about a week and a half after the patient was implanted. At the time of the call, the patient was not feeling stimulation. The patient had switched programs before, but did not see an improvement. About a month later it was reported that the cause of the event was ¿frequency but ordered thursday follow up care.¿ there was dislodgement or migration of the lead. The entire device was explanted and explant of the ¿lead wire was slow.¿ no patient hospitalization was required and the outcome was noted as a non-serious injury or illness.

Manufacturer narrative:
Product ID 3889-28, lot# va06gmv, implanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).